Event description:
The account reported the bed exit alarm is not setting. The bed was located in room 5 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the bed scale had not been zeroed correctly, user error. See scanned page. The technician had the account remove the patient from the bed and zeroed the bed scale to resolve the issue. Based on this information, no further action is required.